Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak in the lower diluter of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) traced the leak to the sample line from the differential mixing chamber to the flow cell. The fse replaced the sample line and t-fitting from the differential mix chamber to the flow cell.